Manufacturer narrative:
The device is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this device recorded an alert for an high, out-of-range shock impedance measurement of 127 ohms on the right ventricular (rv) lead. This observation was identified during a review of device data and was not reported by the physician. No adverse patient effects were reported. Additional information was received that the device was explanted and successfully replaced. The rv lead remains implanted and in service with the newly implanted device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high, out-of-range shock impedance measurement.